Event description:
Attempted risk split catheter placement. Upon removing the dilator with the guide wire, the guide wire broke off. Pt was taken back to surgery on (B) (6) 2010 for removal of guidewire, from left sub-clavian vein.